Event description:
Drive medical has received an attorney letter stating that the claimant was utilizing her rollator while visiting a casino. The claimant was seated on the rollator, distributed by drive medical, while her family member was pushing her backwards trying to catch an incoming elevator. It's alleged that the rollator's folding hinge failed and the rollator collapsed causing the claimant to fall backward to the floor and sustain brain hemorrhaging, stroke, broken ribs and significant bruising. Drive medical has contacted the attorney's office to request the alleged product be returned to drive medical for investigation, but up to date we have not yet received the product. This MDR report is based on the complaint from the attorney's office.